Event description:
The account alleges that during insertion, the wire could not be advanced. The wire was difficult to remove from the catheter. The catheter was then replaced with a new one to complete the procedure. The patient was not injured, and the procedure was successfully completed.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided. Nonconformances of this nature are monitored by the operation team. This complaint will be used to trend for similar complaints.